Event description:
The customer reported that he wore the pod for 3-4 hours and that his blood glucose levels were going up. His blood glucose level at 10:00am was 250 mg/dl, and at 11:30am it had risen to 315 mg/dl. He removed the pod and noticed that the cannula was kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contribute to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.